Event description:
System explanted due to infection. Replaced in 2006 with new system. Other devices associated with this system: lumos dr-t, MDR# 06-0121. Selox sr 45,MDR# 06-0122.

Manufacturer narrative:
The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.